Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for one patient. Patient#1 came into the doctor's office due to bruising. Inratio inr=2.1. Although the patient was admitted to the hospital, it was not related to the inr value; it was due to other issues. The patient was having shortness of breath and other issues not mentioned. While in the hospital, the laboratory there was unable to get an inr value; the hospital said the inr was "too high to read." Patient's therapeutic range: 2.0 - 3.0. No other information was reported.

Manufacturer narrative:
Investigation pending.